Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for general condition, check the attachment coupling, check attachment coupling with attachments, check reverse locking mechanism, check air hose coupling, check for air leak, check function of soft mode switch (safety system), check triggers for forward / reverse mode, check for untrue running, check for excessive noise, check the power with test bench, and check starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, all available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Correction: it was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (aug 20, 2000) has been obtained and entered in this supplemental medwatch report. If additional information should become available, a supplemental medwatch will be submitted accordingly.